Manufacturer narrative:
The device has not yet been returned to the MFR for eval. When the device is rec'd, a quality investigation will be performed and a f/u report will be filed.

Event description:
It was reported that the aseptic battery housing opened during a procedure, exposing the non-sterile battery. There are no allegations of adverse consequences associated with this event.